Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008. During a procedure, the distal right coronary artery (rca) was pre-dilated and then a 2.75 x 18 mm xience v stent was deployed. There was no reported product malfunction or patient issue at the time of the index procedure. However, in 2009, the patient returned with complaints of angina with minimal exertion associated with dyspnea and a hoarse voice. Stable angina class iii, ECG was done four days later, and the results did not indicate myocardial infarction (mi). It was reported that there was intervention to prevent permanent impairment/injury, which was possible restenosis. However, there were no details provided regarding this treatment. No additional event or patient information is available.

Manufacturer narrative:
(Hoarse voice).